Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿controller alarms were going off¿ was confirmed with the returned system controller (serial # (B)(6)). The log file retrieved from the returned device captured intermittent power cable disconnect/low voltage alarm events. The alarm events were related to transient voltage values with both power cables. The data indicated the pump function was not affected, which the system operated at the patient stored speed value of 5,900 rpm. The evaluation revealed a fluid ingress issue within the controller housing. Visual inspection revealed green/blue fluid on the printed circuit board that have the potential to result in shorted conditions to induce the unexpected alarms. The green/blue fluid appears to have entered through the power cables. The green/blue liquid substance is the result of accumulated moisture underneath the permeable outer grey insulation that reacted with the underlying shielding/construction. A root cause of the fluid ingress issue could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 04dec2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. No external power alarm : 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 6, entitled ¿caring for the equipment¿, addresses the cleaning and caring for the equipment that include cautions regarding submersion of the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that controller alarms were going off. The patient was getting low voltage alarms, but the patient was at home so the controller was not seen. The patient had changed the clips and batteries and was still getting the alarm. It was at that time that the patient performed a controller exchange. The patient was provided a new controller and the back-up controller was moved as primary controller and the newest controller was the back-up controller. The alarms resolved with the controller exchange. The patient was stable.